Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance due to fracture. The lead was programmed off until it could be capped and replaced. No patient complications have been reported as a result of this event.